Event description:
As reported, two 6f/7f mynx control devices were used; however, there was a bilateral complication observed post-intervention. The first side had a leak with a false aneurysm and a segmental thrombosis about ten centimeters downstream from the puncture site, in which the patient needed re-operation (angio). The second side did not have a false aneurysm but did have a 10cm segmental thrombosis. The aneurysm was noticed the next day during a post procedure systematic echo. The deployer was certified is using the mynx device. The devices were store properly according to the instructions for use (IFU). The device storage did not exceed 25 °c. There was no damage noted prior to inserting into the patient. There were no anomalies noted to the device prior to use. Both devices were prepped per the IFU and did so without difficulty. The devices were purged of air during prep. Excessive force was not applied or needed while shuttling down either device. There was no damaged noted to the button on either device. The tension indicator on both devices was aligned with the markers on the handle halves prior to attempting to deploy. The deployment button on both devices were fully (100%) depressed. Excessive force was not needed or applied. A pair of 6f avanti + sheaths were used for the bilateral access. Force was not applied while retracting either of the two sheaths. There were no kinks in the sheath after removal from the patient. The vessels were verified to be greater than or equal to 5mm in diameter. There was no presence of pvd/calcium at or near the puncture site. Scar tissue was present as this was the 3rd angioplasty. Bleeding was noted immediately after the device was removed. Two minutes of manual compression was held on both left and right side after the removal of the devices. The devices will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process.

Manufacturer narrative:
This report is related to report # 9616099-2022-05326. As reported, two 6f/7f mynx control devices were used; however, there was a bilateral complication observed post-intervention. The first side had a leak with a false aneurysm and a segmental thrombosis about ten centimeters downstream from the puncture site, in which the patient needed re-operation (angio). The second side did not have a false aneurysm but did have a 10cm segmental thrombosis. The aneurysm was noticed the next day during a post procedure systematic echo. The deployer was certified is using the mynx device. The devices were store properly according to the instructions for use (IFU). The device storage did not exceed 25 °c. There was no damage noted prior to inserting into the patient. There were no anomalies noted to the device prior to use. Both devices were prepped per the IFU and without difficulty. The devices were purged of air during prep. Excessive force was not applied or needed while shuttling down either device. There was no damage noted to the button on either device. The tension indicator on both devices was aligned with the markers on the handle halves prior to attempting to deploy. The deployment button on both devices were fully (100%) depressed. Excessive force was not needed or applied. A pair of 6f avanti + sheaths were used for the bilateral access. Force was not applied while retracting either of the two sheaths. There were no kinks in the sheath after removal from the patient. The vessels were verified to be greater than or equal to 5mm in diameter. There was no presence of pvd/calcium at or near the puncture site. Scar tissue was present as this was the 3rd angioplasty. Bleeding was noted immediately after the device was removed. Two minutes of manual compression was held on both left and right side after the removal of the devices. The devices will not be returned for evaluation. Sixteen still angiographic images, 1 computed tomography image and 1 ultrasound image were provided for review. The images and event description were provided and submitted for independent external review by a certified interventionalist. The following is the analysis from the independent reviewer. This case involves a patient who underwent lower extremity angiogram of both legs to treat multifocal femoropopliteal and tibial arterial disease. After removal of the arterial sheaths and closure with mynx devices there was a right mid superficial femoral artery (sfa) occlusion and a left mid sfa pseudo aneurysm formation with segmental distal occlusion. In this patient, the left sfa pseudo aneurysm occurred within the mid sfa, well away from the vessel puncture site. This is not from the closure device but rather secondary to intravascular trauma sustained during treatment. The segmental occlusion just distal to this is also secondary to prior angioplasty/treatment of the vessel. Clinical report stated that after device was deployed bleeding was noted at the puncture site. Manual compression was applied. This indicates device closure failure and the treating physician correctly switched to manual compression. The report states that 2 minutes of compression was applied. I would have recommended 10 minutes or greater to ensure maximum hemostasis. Nevertheless, the common femoral artery appears normal in the limited images provided. In the right sfa, there is mid vessel segmental occlusion. Similar to the left leg, this occlusion could certainly be secondary to endovascular therapy resulting in vessel dissection. However, I have no evidence to prove or disprove that sealant embolization contributed to this event. It seems more likely that the occlusion was secondary to angioplasty but there is no definitive proof to support this. In summary, there is no evidence to suggest manufacturing issue or device malfunction. The issue in the left leg appears to be secondary to complications from endovascular therapy. In the right leg, there is no definitive evidence for sealant embolization. The product was not returned for analysis. A lot number was not provided therefore a product history record (phr) review could not be generated. The mynx control vascular closure device (vcd) is designed to achieve femoral artery hemostasis via delivery of the grip technologytm sealant, an extravascular, water-soluble synthetic hydrogel, using a balloon catheter in conjunction with a standard procedural sheath. The grip technologytm sealant is made of a polyethylene glycol (peg) material which expands upon contact with subcutaneous fluids to seal the arteriotomy. The sealant is resorbed by the body within 30 days. The mynx closure device seals arterial puncture sites by placing a water-soluble biodegradable sealant in the puncture tract along the outer wall of the femoral artery. A balloon is used for temporary hemostasis while the sealant is placed, and it also prevents sealant from extending into the artery. Although complication rates with the mynx are low, careful operator technique is very important when using the device. Two potential complications specific to the mynx device are sealant failure with arterial bleed and pseudoaneursym formation and embolization of sealant into the artery resulting in downstream vessel occlusion/partial occlusion. Proper positioning and traction of the balloon during sealant deployment is paramount to successful closure. A device malfunction has not been reported at this time and according to the user the device performed as intended during the deployment process. Pseudoaneurysm and vessel occlusion are known complications associated the use of vascular closure devices and the concomitant use vascular access catheter sheath introducers. These are common procedural complications that are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. According to the independent certified interventionalist, after removal of the arterial sheaths and closure with mynx devices there was a right mid superficial femoral artery (sfa) occlusion and a left mid sfa pseudo aneurysm formation with segmental distal occlusion. In this patient, the left sfa pseudo aneurysm occurred within the mid sfa, well away from the vessel puncture site. This is not from the closure device but rather secondary to intravascular trauma sustained during treatment. The segmental occlusion just distal to this is also secondary to prior angioplasty/treatment of the vessel. The issue in the left leg appears to be secondary to complications from endovascular therapy. In the right leg, there is no definitive evidence for sealant embolization. There are patient and procedural factors that can contribute to these types of events. Pseudoaneurysms are internal hematomas with a persistent communication to a leaking artery and are typically caused by a penetrating injury, resulting in leakage of blood into an area between two outer layers of the artery, the muscularis and the adventitia, instead of exiting the artery. The risk factors for pseudoaneurysm are low femoral puncture (puncture of the superficial femoral artery), large sheath size, ineffective manual compression, anticoagulant and antifibrinolytic therapy, older age, and arterial hypertension. Vascular thrombosis does not represent a device malfunction and may be related to patient, scar tissue was present as this was the 3rd angioplasty, pharmacological and procedural factors. According to the instructions for use, which is not intended as a mitigation for risk, during procedure preparation confirm via femoral arteriogram common femoral artery single wall puncture, evidence of adequate flow and no evidence of significant pvd in the vicinity of the puncture. Based on the information provided and the independent review of the angiographic images, there is no indication that these events are related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, two 6f/7f mynx control devices were used; however, there was a bilateral complication observed post-intervention. The first side had a leak with a false aneurysm and a segmental thrombosis about ten centimeters downstream from the puncture site, in which the patient needed re-operation (angio). The second side did not have a false aneurysm but did have a 10cm segmental thrombosis. The aneurysm was noticed the next day during a post procedure systematic echo. The deployer was certified is using the mynx device. The devices were store properly according to the instructions for use (IFU). The device storage did not exceed 25 °c. There was no damage noted prior to inserting into the patient. There were no anomalies noted to the device prior to use. Both devices were prepped per the IFU and did so without difficulty. The devices were purged of air during prep. Excessive force was not applied or needed while shuttling down either device. There was no damaged noted to the button on either device. The tension indicator on both devices was aligned with the markers on the handle halves prior to attempting to deploy. The deployment button on both devices were fully (100%) depressed. Excessive force was not needed or applied. A pair of 6f avanti + sheaths were used for the bilateral access. Force was not applied while retracting either of the two sheaths. There were no kinks in the sheath after removal from the patient. The vessels were verified to be greater than or equal to 5mm in diameter. There was no presence of pvd/calcium at or near the puncture site. Scar tissue was present as this was the 3rd angioplasty. Bleeding was noted immediately after the device was removed. Two minutes of manual compression was held on both left and right side after the removal of the devices. The devices will not be returned for evaluation. Images were attached and reviewed. Addendum: image review. This case involves a patient who underwent lower extremity angiogram of both legs to treat multifocal femoropopliteal and tibial arterial disease. After removal of the arterial sheaths and closure with mynx devices there was right mid sfa occlusion and left mid sfa pseudo aneurysm formation with segmental distal occlusion. The mynx closure device seals arterial puncture sites by placing a water soluble biodegradable sealant in the puncture tract along the outer wall of the femoral artery. A balloon is used for temporary hemostasis while the sealant is placed and it also prevents sealant from extending into the artery. Although complication rates with the mynx are low, careful operator technique is very important when using the device. Two potential complications specific to the mynx device are sealant failure with arterial bleed and pseudoaneursym formation and embolization of sealant into the artery resulting in down stream vessel occlusion/partial occlusion. Proper positioning and traction of the balloon during sealant deployment is paramount to successful closure. In this patient, the left sfa pseudo aneurysm occurred within the mid sfa, well away from the vessel puncture site. This is not from the closure device but rather secondary to intravascular trauma sustained during treatment. The segmental occlusion just distal to this is also secondary to prior angioplasty/treatment of the vessel. Clinical report stated that after device was deployed bleeding was noted at the puncture site. Manual compression was applied. This indicates device closure failure and the treating physician correctly switched to manual compression. The report states that 2 minutes of compression was applied. I would have recommended 10 minutes or greater to ensure maximum hemostasis. Nevertheless the common femoral artery appears normal in the limited images provided. In the right sfa, there is mid vessel segmental occlusion. Similar to the left leg, this occlusion could certainly be secondary to endovascular therapy resulting in vessel dissection. However, I have no evidence to prove or disprove that sealant embolization contributed to this event. It seems more likely that the occlusion was secondary to angioplasty but there is no definitive proof to support this. In summary, there is no evidence to suggest manufacturing issue or device malfunction. The issue in the left leg appears to be secondary to complications from endovascular therapy. In the right leg, there is no definitive evidence for sealant embolization.

Manufacturer narrative:
This report is related to report # 9616099-2022-05326. After further review of additional information received the following sections have been updated accordingly: without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 6f/7f mynx control devices were used; however, there was a bilateral complication observed post-intervention. The first side had a leak with a false aneurysm and a segmental thrombosis about ten centimeters downstream from the puncture site, in which the patient needed re-operation (angio). The second side did not have a false aneurysm but did have a 10cm segmental thrombosis. The aneurysm was noticed the next day during a post procedure systematic echo. The deployer was certified is using the mynx device. The devices were store properly according to the instructions for use (IFU). The device storage did not exceed 25 °c. There was no damage noted prior to inserting into the patient. There were no anomalies noted to the device prior to use. Both devices were prepped per the IFU and did so without difficulty. The devices were purged of air during prep. Excessive force was not applied or needed while shuttling down either device. There was no damaged noted to the button on either device. The tension indicator on both devices was aligned with the markers on the handle halves prior to attempting to deploy. The deployment button on both devices were fully (100%) depressed. Excessive force was not needed or applied. A pair of 6f avanti + sheaths were used for the bilateral access. Force was not applied while retracting either of the two sheaths. There were no kinks in the sheath after removal from the patient. The vessels were verified to be greater than or equal to 5mm in diameter. There was no presence of pvd/calcium at or near the puncture site. Scar tissue was present as this was the 3rd angioplasty. Bleeding was noted immediately after the device was removed. Two minutes of manual compression was held on both left and right side after the removal of the devices. The devices will not be returned for evaluation. Images were attached and reviewed. Addendum: image review this case involves a patient who underwent lower extremity angiogram of both legs to treat multifocal femoropopliteal and tibial arterial disease. After removal of the arterial sheaths and closure with mynx devices there was right mid sfa occlusion and left mid sfa pseudo aneurysm formation with segmental distal occlusion. The mynx closure device seals arterial puncture sites by placing a water soluble biodegradable sealant in the puncture tract along the outer wall of the femoral artery. A balloon is used for temporary hemostasis while the sealant is placed and it also prevents sealant from extending into the artery. Although complication rates with the mynx are low, careful operator technique is very important when using the device. Two potential complications specific to the mynx device are sealant failure with arterial bleed and pseudoaneurysm formation and embolization of sealant into the artery resulting in down stream vessel occlusion/partial occlusion. Proper positioning and traction of the balloon during sealant deployment is paramount to successful closure. In this patient, the left sfa pseudo aneurysm occurred within the mid sfa, well away from the vessel puncture site. This is not from the closure device but rather secondary to intravascular trauma sustained during treatment. The segmental occlusion just distal to this is also secondary to prior angioplasty/treatment of the vessel. Clinical report stated that after device was deployed bleeding was noted at the puncture site. Manual compression was applied. This indicates device closure failure and the treating physician correctly switched to manual compression. The report states that 2 minutes of compression was applied. I would have recommended 10 minutes or greater to ensure maximum hemostasis. Nevertheless the common femoral artery appears normal in the limited images provided. In the right sfa, there is mid vessel segmental occlusion. Similar to the left leg, this occlusion could certainly be secondary to endovascular therapy resulting in vessel dissection. However, I have no evidence to prove or disprove that sealant embolization contributed to this event. It seems more likely that the occlusion was secondary to angioplasty but there is no definitive proof to support this. In summary, there is no evidence to suggest manufacturing issue or device malfunction. The issue in the left leg appears to be secondary to complications from endovascular therapy. In the right leg, there is no definitive evidence for sealant embolization.